Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, formalin was used for reprocessing instead of alcohol. The root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: instructions: evis exera ii ultrasonic bronchofibervideoscope. Olympus bf type uc180f. Chapter 5 reprocessing: general policy chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera ii ultrasonic bronchofibervideoscope was incorrectly reprocessed. There were no reports of patient harm.